Manufacturer narrative:
Corrected data b4 - the initial report was sent with no date in field. The correct date for the initial report is february 8, 2024. In addition, initially the explant was assessed as reportable and report was submitted. However, upon further review explant was reassessed as not reportable as the replacement lens was of the same model with more than one diopter difference. Hence a correction MDR is required with the aware date being 02/08/2024, the date of reassessment. The reported unexpected post op refraction (code: 2138 - visual impairment) and explant (code: 2138 - visual impairment, 4629 - device revision or replacement) are no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 3012236936-2024-00307. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown/ asked but not available. Event date: unknown/ not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's left eye as the patient experienced refractive surprise. The lens was explanted in the secondary procedure and replaced with the same model lens with +22.5 diopter. The desired refractive target was -2.25, but the refractive out come was -0.50. The best corrected visual acuity pre-op was 20/30 (nva j1) and the best corrected visual acuity post-op was 20/25 (nva (sc) j6 @ 1 ft). There was no medical/surgical intervention required. The symptoms had persisted for 4 months 30 days. No other information is available.